Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of a having a premature battery depletion. A technical service (ts) consultant was asked to review device data. Ts confirmed that this device is depleting prematurely and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is suspected of a having a premature battery depletion. A technical service (ts) consultant was asked to review device data. Ts confirmed that this device is depleting prematurely and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the device was explanted. A new device was implanted. Besides surgical intervention no adverse patient effects were reported. The explanted device will be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.